Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue.